Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, device history record review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one hickman d/l catheter was returned for evaluation. Visual, microscopic visual and functional evaluation were performed. The investigation is confirmed for the reported fracture and identified material separation as a complete circumferential break was noted on the catheter approximately 14.5cm from the distal end of the y-body. The edges of the break were not uniform and appeared finely granular. Further during functional evaluation, both lumens of both the catheter segments were patent to infusion and aspiration without any issue. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2025), g3, h6 (device, method). H11: h6 (result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during catheter placement, the catheter allegedly broke at a position approximately 2 cm from the sure cuff. It was additionally reported that the catheter break occurred during the implantation procedure of the catheter. When the doctor connected the catheter to the tunneler and tried to pass it under the skin, the catheter was broken. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. (Expiry date: 06/2025).

Event description:
It was reported that during catheter placement, the catheter allegedly broken at a position approximately 2 cm from the sure cuff. It was additionally reported that the catheter break occurred during the implantation procedure of the catheter. When the doctor connected the catheter to the tunneler and tried to pass it under the skin, the catheter was broken. The doctor didn't mean to put too much tension. There was no reported patient injury.